Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator failed during patient use. The unit stopped ventilating and no alarms were noted. Patient oxygen saturation dropped to 60% and etco2 noted to be 90mmhg. Patient was bagged for one minute. The issue did not reoccur.